Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. During the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and no defect was noted in the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.